Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Drive support disk was inspected and no anomaly was noted. The low reservoir alarm functions properly during testing. Device had broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019. The customer blood glucose level was over 500 mg/dl at the time of incident and the current blood glucose level was 284 mg/dl, treated with manual injection and blood glucose went down to 399 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip at hospital. Customer stated that the insulin pump was not delivering insulin like it was supposed to. Customer states there were no alarms in the insulin pump other than low reservoir alarms. Customer reports the symptoms related to their high blood glucose such as vomited. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because they had issues with high blood glucose for over a month and customer has been using the insulin pump. Customer states the drive support cap was flush and loose. The insulin pump will be returned for analysis.